Event description:
Doctor was performing the procedure using the versapoint resectoscope electrode and the loop at the end of the device detached in the uterus. The ultrasound machine was being used and the loop was located and the doctor removed the loop with a randall stone forceps. Case was continued with another versapoint loop without incident.